Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The root causes of the reported phenomenon could not be identified. However based on the report of olympus china, omsc presumed there was the possibility this phenomenon was attributed to the damaged igniter of the subject device. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device was returned to olympus (B)(4) but has not been returned to omsc. Olympus (B)(4) checked the subject device for evaluation and confirmed the reported phenomenon. It was found the igniter failure of the subject device which caused no lighting the examination lamp (xenon lamp) of the subject device. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed during the incoming inspection for repair at olympus (B)(4), that the examination lamp (xenon lamp) of the subject device was not lit. The subject device had been returned from the user because the examination lamp (xenon lamp) of the subject device did not work. The occurrence date of the event is unknown. There was no report of patient injury associated with the event.